Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00065.

Event description:
It was reported that the tensioner of the reduction barrels were worn and slipped during usage. The instruments were used to successfully complete the procedure. There were no reports of patient injury associated with this event. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned device was functionally checked and found to no longer function as expected due to normal wear and tear and the device exceeded its useful life. A review of the manufacturing records did not identify any issues which would have contributed to this event.